Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A touch screen issue with the adc freestyle libre 2 reader. The hcp reported that the customer was unable to obtain any glucose scans as the touch screen was unresponsive. As a result, the customer fell and lost consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who administered glucagon injection for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.